Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 27 mg/dl (meter with serial number (B)(4)) and 119 mg/dl (meter with serial number (B)(4)). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.